Event description:
Cuff noted to be off catheter and remains in pt. The physician is going to watch & wait. When spoke to doctor, he stated, he did not blunt dissect prior to removal and just pulled catheter out in orifice.

Manufacturer narrative:
The complaint was confirmed, and the cause appears to be user related. The cuff had detached from the aspira drainage catheter was not returned for eval. Adhesive and residual fibers from the cuff remained adhered to the external surface of the aspira tubing. It was reported that the physician removed the catheter from the pt without dissecting the tissue from around the cuff. The product IFU states, "the retention cuff facilitates tissue in-growth. The catheter must be surgically removed. Free the cuff from the tissue and pull the catheter gently and smoothly." A chr review is not possible, as no mfg lot number has been provided by the complainant.